Manufacturer narrative:
The products were not returned for examination. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event without the products to examine. It was noted, the products were implanted for approximately sixteen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening and osteolysis.